Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and passed energy delivery, recognition, and engagement tests. The instrument moved intuitively with full range of motion in all directions. There was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the joint of the permanent cautery hook instrument kept flipping the tip to face the wrong way. The procedure was completed with no reported injury.